Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator provided inappropriate anti-tachycardia pacing for potential atrial fibrillation with rapid ventricular response. The device behaved as programmed, but provided inappropriate therapy. There were no patient symptoms reported aside from the shock.